Event description:
Patient was undergoing embolization of a left-sided pericallosal artery aneurysm. A 5-french sheath was placed in the right femoral artery using a seldinger technique. A 5-french cordis envoy guide catheter was placed in the right internal cartoid artery where digital subtraction angiograms were obtained in multiple projections. A prowler-10 microcatheter was subsequently advanced via the anterior communicating artery into the a-2 segment of the left anterior cerebral artery. [A transcend-14 microguidewire was used] and the microcatheter could...be navigated into the left-sided pericallosal artery aneurysm. An initial gdc-10(2x8 soft) was advanced into the aneurysm. This coil was found to be small and subsequently removed. A gdc-10(3x12) was advanced partially into the aneursym, but this coil was found to be too long and was removed. A new gdc-10(3x6 soft) was partially advanced into the aneurysm. Before the entire coil was advanced, it was spontaneously detached from its guidewire without force. The microcatheter and the coil were pulled back into the guidewire catheter. The guide catheter and the microcatheter with the coil was subsequently removed. The already detached coil could not be retrieved through the right-sided transfemoral sheath and was subsequently dislodged into the deep femoral artery. The procedure was completed without complications, and the coil has not been removed from the femoral artery.